Manufacturer narrative:
The customer observed di water leak on the drip tray. Bci customer technical support (cts) had the customer check the cartridge chemistry (cc) reagent syringe and the connectors on the reagent probes, but all seemed normal. The cts had customer prime the cc reagent sub system 5 times and observe for any leaks. No leak was found. The customer called again and stated that cc reagent probe b motion error and drips in tray were observed. Service visited on (B)(6) 2011, and found line 24 tangled and popped off from ratio pump causing leak. The field service engineer (fse) re-routed the tube. The fse lubricated reagent probe a and b guide rails and cleared event log. No further leaks were observed and the instrument was calibrated for all ise chemistries with no errors. There had been no further complaint of leaking as of (B)(6) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. There was no effect to patient or user.